Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse inspected the probes, calibration and dispenses. The luminometer was inspected and cleaned. The pumps, tubing and fittings were all inspected. The cse then inspected the wash block and port dispenses. The cse ran 30 repetitions of multiple dilutions and quality control (qc). No instrument related issues were found. The cause of the discordant, falsely high cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The initial discordant result was reported out to the physician(s). The patient was held in the emergency room (ER). The sample was repeated once on the same advia centaur cp instrument and twice on an alternate advia centaur cp instrument, all results resulting lower. The corrected result was reported out to the physician(s). A few hours later, the customer ran another tni-ultra, matching the earlier repeat results. It is unknown if this was a repeat sample or a redraw. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high cardiac troponin I result.